Event description:
A facility reported that patient was being treated for disc herniation and was placed in ventral decubitus and maintained with the mayfield headband (a1059). At the end of the procedure, when the patient is returned to dorsal decubitus, when the nurse positions the patient's head (still maintained), blood begins to flow onto the bed. The mayfield frame is removed but the part that allows you to unlock the system does not rotate. The movable screw (as opposed to the unlock life) is used and it is found that a tip has injured the patient. Bleeding is quickly taken care of. Scalp wound on 5cm, was treated by stitches. No information on increased surgical time has been provided.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the customer's complaint was not confirmed as valid, as the evaluation shows that the lock can be opened properly. However, the skull clamp has a rotating movement in its pivoting locking assembly and there is a buildup of residue. The rocker arm hole diameters are out of tolerance, and the rocker arm and its screw must be replaced. To resolve the issues, the rocker arm was replaced, and the internal parts of the skull clamp were replaced to adjust the unit according to manufacturer specifications and to clean the clamp's pivoting lock assembly. Once reassembly, including completion of adjustment, the skull clamp underwent a successful functional test. Conclusion - the complaint is not confirmed. The device issues observed are most probably due to routine use and wear. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.